Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A gentle shake of the device and a rattling noise could be heard confirming the reported issue. The noise was coming from the front of the device and closer inspection revealed the vrv spindle to be loose. Closer inspection of the vrv found the issue a result of a missing screw securing the spindle to the body, and was insufficient to hold the vrv together and loosened resulting in the rattling. The problem source has been determined to be manufacturing.

Event description:
Information was received that a smiths medical pneupac ventilators parapac plus has something loose inside the unit. It was reported that when unit is shaken you can hear something rattling inside. Incident occurred upon opening; no patient involvement.

Manufacturer narrative:
B3.